Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose of 420 mg/dl and started to throw up. The customer stated that they treated the high blood glucose by bolus and the blood glucose went down to 250 mg/dl. The insulin pump will not be returned for analysis.